Event description:
Caller states that during a correlation study the following results were obtained:patient 1 tested 2.0 inr on coaguchek system 1 and 1.5 inr on coaguchek system 2.patient 2 tested 2.1 inr on coaguchek system 1 and 1.5 inr on additional coaguchek systems. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek system 1. Reference medwatch with a1 patient for coaguchek system 2.